Event description:
This rv lead was implanted on a unknown date and still remains implanted at this time. In a product experience report received on september 12, 2017 it was noted that the lead exhibited oversensing leading to noise. Provocation test was already performed a no abnormalities could be observe. The physician was dr. (B)(6) at (B)(6) , germany. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).